Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. The customer stated that their insulin pump was stuck in the rewind sequence. The customer stated that the customer had already changed the sets on the insulin pump with the help of their health care provider. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.